Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after an allegation that the device delayed treatment and the patient passed out. It was reported that the patient went to the hospital, and was upgraded to a competitive cardiac resynchronization therapy defibrillator (crt-d). A competitive left ventricular transvenous lead was implanted and the chronic right atrial and right ventricular transvenous leads were left in service. During the procedure, the patient experienced perforations of the lungs and required an extended hospital stay as well as the need for a temporary stay at a nursing home.